Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent, abdominal pain, diarrhea, fever, nausea and vomiting. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Six days after the onset, antibiotic treatment was discontinued. At the time of this report, patient has not recovered from the event. Seven days after the onset, tenckhoff catheter was removed. Action taken with pd therapy was not reported. No additional information is available.